Manufacturer narrative:
(B)(4). The analysis found that one ntlc75 device was returned with the saddle pin loose and one bearing loaded on the device and the another bering was missing. A cartridge reload was returned loaded on the device, the reload was received unfired and in the unlocked position. No functional test was performed due to the condition of the device. The condition of the saddle pin is consistent with a poor riveting, causing the saddle pin to be loose and the bearings to come off. This defect has been correlated to a manufacturing process. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an exploratory laparotomy, a screw came off of the device. A second device was opened to complete the case.